Event description:
Caller reported a compact plus system blood glucose result of 46 mg/dl, then 95 mg/dl on husband's aviva system within 10 minutes. Customer successfully self-treated symptoms of hypoglycemia. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for compact plus system, medwatch (B)(6) is for aviva system. Strips not available for return.